Manufacturer narrative:
The logfile showed successfully performed treatments on that day. The energy was stable during treatment day. The reported treatments could be identified in the logfile. The treatments were finished successfully without any issue. No relevant deviation between planned and performed energy was detectable for the reported treatment. The user operated surgery within the recommended settings. No technical root cause could be identified. The canal being slightly too short and the poorer ventilation resulted in a small area to be incomplete that could confirmed by review of the treatment report. No technical root cause was identified as the product was found to be within specifications. The root cause is a shorter canal (should have been extended further towards the limbus). In general, it is recommended to extend the canal to the end of the meniscus/end of applanation area. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. (B)(4).

Event description:
A clinical applications specialist reported that there was a small section at the hinge that was incomplete while creating a flap on a patient's left eye. While lifting the flap, the surgeon was able to still lift and treat with the excimer laser without having to use a blade. It was reported that the incomplete area was due to the canal being slightly too short and poor ventilation resulted in a small area being incomplete. The user reportedly contributed to the event.